Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 5/9/2018. Device returned to manufacturer? Yes. Device evaluation: the returned pcb00 device was received inside the original box. The plunger was observed in advanced position. The plunger was gently pulled back and found locked. The pcb00 device was observed under microscope and no traces of viscoelastic were observed at the cartridge. Dfu states to completely fill the viewing window of the pcb00 with ophthalmic viscosurgical device (ovd). The pcb00 cartridge was observed with stress marks at the tip. There were no damages observed on the assembly, neither flashes (screw thread and nut thread were found without damages). There are indications of coating observed at the cartridge canopy. There is no visible gap. The reported issue was not verified since the lens is received out of the insertion device and is not torn. No product quality deficiency was identified. Manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed no additional investigations requested for this production order. Labeling review: the dfu was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. The intraocular lens was inserted and removed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that a pcb00 intraocular lens (iol) injector tore the lens upon partially being inserted into patient's operative eye. It was indicated that the lens touched the patient eye. The doctor noted the tear and the iol was removed from the eye. A replacement lens of the same model and diopter was used during same procedure. There was no incision enlargement, no sutures, no vitrectomy and no other medical or surgical intervention required. The patient was doing well when discharged. No further information was provided.